Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump received with no button response and button error alarm due to corroded keypad traces. The insulin pump was unable to verify max limit reach due to no button response and button error alarm. No unexpected numbers ramping during testing. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, broken belt clip slot, cracked reservoir tube and cracked battery tube threads.